Manufacturer narrative:
Document review: cocr ball head 12/14 28 sites size m: (B)(4) / lot 111570 (60 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 34 items belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc line 28 / c: code (B)(4) / lot 120600 (69 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The 36 liner belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.

Event description:
Revision surgery 4 weeks after primary surgery due to infection. The infection was observed around the head. The femoral head and the liner were removed.